Event description:
It was reported that the patient was experiencing multiple inappropriate ams episodes. Loss of capture on the atrial and ventricular channels were noted. Lead dislodgment suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.